Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 313.304, lot 8798143: manufacturing site: hägendorf. Release to warehouse date: february 11, 2014. The device history record (DHR) shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The review has shown that the hardness of the components after the heat treatment process met the specifications. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: a one-millimeter fragment from the stardrivet8 tip is broken off. The broken off portion is not available for investigation. The remaining tip of the distal t8 tip is heavily twisted (approximately 40 degrees) in the direction of screw insertion. Because of the existing use related damage on the available instrument and the missing broken off portion a dimensional inspection cannot be conducted. The cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device. The received condition agree with the complaint description and the complaint therefore is confirmed. The visual defects on the four years old screw driver shaft t8 coincide and provide evidence that at the time of surgery the device was subjected to mechanical overloading. We consider that the screw driver shaft t8 broke during a mechanical overloading situation. Based on our investigations a product related fault can be excluded. The risk assessment for screwdrivers addresses the hazard ¿device fragments/debris remains inside the patient. This complaint condition is adequately covered by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part no.: 313.304, lot no.: 8798143, manufacturing location: (B)(4), release to warehouse date: 02/11/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent an open reduction internal fixation (orif) for a clavicle fracture on (B)(6) 2018. During the procedure, the tip of the stardriver screwdriver shaft became stuck in the screw head and was broken off. The fragment could not be removed from the screw head and remains in the patient¿s body. Surgery was completed with a delay of approximately 30 minutes. Patient outcome reported as good. Concomitant device reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).